Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the volume label on the oxygenator was not straight. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
No sample was returned for evaluation; however, a photo was provided. The photo on the front scale label, on the reservoir, depicted a label that was not aligned straight. The label was not applied straight on the reservoir. Three retention samples were reviewed ((B)(4)), and the front scale label was applied correctly on all three samples. A review of a device history record could not be completed as the lot number is unknown. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.